Event description:
It was reported that the patient underwent a posterolateral fusion l4 to s1 using rhbmp-2/acs on (B)(6) 2011. It was reported that patient's post-op period was marked by severe radiating pain from his lower back to his legs, left foot, and calf. An x-ray study on (B)(6) 2012 showed laminectomy defects with bone resorption around the s1 pedicle screw threads with motion and a potential lack of fusion of the spinal hardware. It was reported that the patient did not receive any relief after his surgery and his pain increased. The pain was particularly pronounced in patient's left calf and foot which exacerbated his nerve injury, gastrointestinal discomfort, and his difficulty swallowing. A neurostimulator has reportedly been recommended for this patient.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion with instrumentation allograft at l4-s1in which rhbmp2/acs was used.